Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported by the customer's attorney's office: on (B)(6) 2008, customer had an insulin pump and infusion set implanted. The insulin pump and infusion set allegedly failed to deliver the proper amount of insulin. Customer suffered diabetic ketoacidosis and hyperglycemia in (B)(6) 2009 requiring hospitalization and causing pain and suffering. Customer's wife lost the services of her husband. Nothing further was reported.